Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high impedance and noise oversensing leading to high ventricular rates episodes. Noise was not reproducible with isometrics, but pocket manipulation caused impedance to increase. The non-dependent patient presented on (B)(6) 2019 to the hospital for procedure. During the procedure, the lead was tested through the patient system analyzer and was electrically stable. It was suspected that the set screw of the pulse generator was loose. The lead was re-connected and remains in use. Pocket manipulation after fastening the lead to the pulse generator did not exhibit any changes in electrical value. The patient was stable post procedure.